Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition that the device would not hold onto the drill bit device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed the bearings and springs of the device were contaminated, and the laser marking was fading away. It was noted that the color band was chipping/fading, there was foreign substance/debris/cleaning/sterilization, the device had vibration, the bearing was worn, and there was component damage. It was further determined that the device failed pretest for vibration assessment. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI (B)(4).

Event description:
It was reported that the nose cone of the attachment device was not holding onto the drill bit devices. During service and evaluation, it was observed that the device failed pre-test for vibration assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.